Event description:
It was reported by the sales rep the device was used during a laparoscopic nissen fundoplication. It was reported the lcs-5 was used and worked fine. The resident came to the short gastric, clamped the vessel, coagulated and transected, and shortly thereafter the vessel began to bleed. He tried to control the bleeding, but after 1 minute, the pt had lost 1000cc blood and the pt was opened. When surgeon opened, he stated the vessel looked as if it had not been completely coagulated. Pt rec'd blood transfusion. Pt reportedly doing well at this time. 7/14/98 medwatch #390050-1998-0083 rec'd from ecri stating "41 y/o male who had a laparoscopic nissen fundo. Attempted and converted to an open procedure in order to control a bleeding short gastric vessel. On post-op day #7, the pt underwent an exploratory laparotomy with splenectomy. An ethicon 5mm lcs was used during this procedure."